Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was jammed and was unable to be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had damaged rails. A field service engineer (fse) removed the damaged mechanical rails and installed the new components to resolve the issue. The fse performed a final functional check by logging into hardware test application (hta) to confirm successful drawer operation. The system functioned as intended after the field service engineer repaired the device.